Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a high blood glucose of 21.6 mmol/l on unknown date. The doctor immediately corrected high blood glucose by adding bolus. It was stated that the insulin pump had repeated no delivery alarms. The insulin pump will be returned for analysis.